Manufacturer narrative:
The 28mm, 2.5mm diameter locking screw (1405-1028) is provided to customers assembled (1405-4007, diameter 2.5mm locking screw x 28mm with washer) within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation as it remains implanted and based on feedback from the surgeon, there are no plans to revise. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported. The root cause of the screw breaking is most likely a result of non-union of the patients bone after surgery which is a known potential adverse event and identified in the instructions for use, lbl 1405-9005 provided with the sterile kit. The company will supplement this MDR as necessary and appropriate. Device remains implanted.

Event description:
It was reported by the surgeon that the screw that he had placed to bridge the space between the 1st and 2nd metatarsal during a lapidus procedure on (B)(6) 2016 had broken, which was identified during review of post operative x-ray. The patient was asymptomatic and the fracture likely occurred due to non-union. There was no reported patient impact as a result of the broken screw and no plan for revision by the surgeon. This patient was revised related to a separate issue reported as a part of the same complaint and this was captured on MDR 3011623994-2016-00004, that is submitted simultaneously.